Manufacturer narrative:
The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device history lot: part number: 04.033.170s. Synthes lot number: l788565. Manufacturing site: bettlach. Release to warehouse date: march 21, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, the patient underwent removal of one (1) femoral reconstruction nail, one (1) variable angle locking compression plate (lcp) curved condylar plate, two (2) proximal locking screw, two (2) distal locking screw and ten (10) unknown screws due to possible infection. The patient status and procedure outcomes are unknown. This is report 01 of 06 of (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history: part number: 04.033.170s, synthes lot number: l788565, manufacturing site: bettlach, release to warehouse date: 21. March 2018, expiry date: 01. March 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.